Event description:
The physician attempted to close the arteriotomy using the closer tsl 6 fr. Device. The device was inserted and the sutures were harvested. As the knot was being advanced through the subcutaneous tract to the arteriotomy, the physician tugged too hard on the sutures and the knot came through the tract with a piece of tissue attached to it. An 11 fr. Sheath was placed in the access site and pressure was held until the surgeon arrived. The surgeon closed the arteriotomy successfully with a surgical stitch and reported no damage to the vessel. The pt recovered without further incident.